Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out-of-range pace impedance measurements. Additionally, a gradual increase was observed over time. No episodes of noise were observed. No adverse patient effects were reported. This lead remains in service at this time.